Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a no delivery alarm during the last 5 days. The blood glucose at the time of the incident was between 300 - 500 mg/dl. The customer did not provide details about the blood glucose level. The customer states they have attempted multiple set changes. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.